Event description:
Reportedly, during use, the outer sheath of the balloon broke apart with remnants falling in the patient's abdomen. The pieces were removed from the cavity without incident or injury.